Manufacturer narrative:
Of the 39 allegations of a malfunction, 13 pumps were returned to animas and investigated. Of the investigated pumps, 16 were found to be malfunctioning due to call service alarms and moisture within the pump. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 39</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a call service alarm issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-76 years of age and between 65 and 229 pounds. Of the reported patients, 12 were male and 27 were female.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 3 instances of call service alarm issue failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.